Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of "the max zero extension set and the iag IV catheter not working well together and the pieces coming apart. They have had multiple episodes of contrast leaking when power injecting in nuc med / CT" could not be verified due to the product not being returned for failure investigation. A device history record review for material# mz5310 and lot# 24099479 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 27sep2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
No additional information provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that maxzero extension set was leaking. The following information was received by the initial reporter with the following verbatim it was reported by customer that the max zero extension set and the iag IV catheter not working well together and the pieces coming apart. They have had multiple episodes of contrast leaking when power injecting in nuc med / CT.